Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. The submitted blade screw was functionally tested and found to accept a blocker without jamming. Conclusion: the reported event could not be confirmed and no product issue was found.

Event description:
It was reported that during surgery, the screw did not be attached to the driver smoothly. The reduction thread of the screw seemed to be deformed.

Event description:
It was reported that during surgery, the screw did not be attached to the driver smoothly. The reduction thread of the screw seemed to be deformed.